Event description:
Intra-aortic balloon catheter was inserted under fluoroscopy. The balloon was attached to a bard transact console. Within 40 minutes the console alarmed helium leak. No signs of a balloon perforation were present, and pumping continued without any further alarm conditions. After two more hours blood was noted in the extracorporal tubing and the console was still pumping with the alarms turned on - however, no alarm occurred. The pump was shut off and the balloon was discontinued. Another balloon was inserted. The balloon will be sent to MFR for further investigation. Rptr was requested bard, inc. To send a rep to investigate the pump console.